Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a brachiocephalic fistula with cephalic vein turndown and stenosis at the site of the cephalic vein turndown anastomosis. The access site is the radial access site. A 10 x 40 mm armada 35 balloon catheter was advanced with no resistance during advancement; however, the balloon burst after more than 1 inflation at pressure greater than 20 atmospheres in a spiral-like manner. The armada 35 balloon catheter was then replaced with another unspecified device to successfully complete the procedure. The 10 x 40 mm armada had been prepped (air aspiration) outside the anatomy prior to use, without any issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that IFU, pta, armada 35/armada 35 ll, global, ce, costa rica instructions for use states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries. Additionally, section IV warnings/precautions) states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. Use of a pressure monitoring device is recommended. In this case, the physician did not follow the instructions for use as the device was used in the incorrect anatomy. Additionally, the balloon was pressurized above 20 atmospheres multiple times which is above rated burst pressure which resulted in the balloon rupture. The investigation determined the reported balloon rupture and subsequent damages appears to be related to the user error as the balloon was inflated above rbp. There is no indication of a product quality issue with respect to manufacture, design or labeling.